Manufacturer narrative:
UDI - not yet required. The actual device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore this investigation is based on the user facility information and evaluation of five retention samples. Visual inspection revealed no defects. The needle of the five retention samples were confirmed to have proper tip cover activation after repeatedly withdrawing the cannula. The safety protection of retention samples were inspected and revealed no defects. A review of the manufacturer inspection records for the past five years was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Device not available for return.

Event description:
The user facility reported the safety system was deformed and the safety cover did not protect the needle perfectly which caused a needle stick injury. Follow up communication with the user facility reported: when the first insertion was attempted, it failed to enter the patient's vascular system; the nurse temporarily placed the unshielded used needle in the degamderm package and continuously attempted a second insertion on the other side of the patient's arm; the nurse was successful with vascular access on the second attempt; upon completion of patient treatment, the nurse picked up the degaderm package that enclosed an unshielded needle, suffering a needle stick injury; and presence or absence of infection to the nurse, who suffered a needle stick injury, is unknown.